Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5100115, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during a trial procedure the physician noticed cerebrospinal fluid when placing the leads, so blood patch was done. The patient experienced pain at the right low back and lower extremities. The patient was prescribed pain medication.